Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead. It was noted that there was no known clinical performance issues and the use of the lead was continued based on medical judgment. The lead is still in use. It was noted the patient is part of the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
It was later reported the shock was delivered for a heart rate in the ventricular fibrillation zone and device data indicated the shock was for rapid atrial fibrillation. The patient's medication was adjusted to treat the atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).